Event description:
It was reported that the patient presented to the ER after receiving inappropriate shock. Lead impedance was measured zero and alert message for possible output circuit damage was displayed. Lead fracture was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.